Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2022 due to their canal-filling segmental stem loosening. During the revision surgery, the canal-filling segmental stem was explanted and a biogrip porous modular collar stem was placed. Additionally, the male-female midsection was revised. No additional information regarding this event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2022 due to their canal-filling segmental stem loosening. During the revision surgery, the canal-filling segmental stem was explanted and a biogrip porous modular collar stem was placed. Additionally, the male-female midsection was revised. No additional information regarding this event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.